Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the end of the first firing during sigmoidectomy, the staples were not stapled well. A reinforcement was performed with a new product to complete the case. The surgical time was extended by less than 30 minutes. There was no patient injury.